Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that per the customer, the peel-away sheath didn't tear well. Device imaging identified the tip of the sheath contained nicks and tears.